Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es disconnected upon sign-in. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it disconnected upon sign-in. A technical support specialist (tss) connected to health sight viewer to validate any known errors related to the stations. The tss requested that the customer provide a station example along with the user identification that had the issue to narrow down the possible cause. The tss had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the tss proceeded to close the case.